Event description:
It was reported by service report that the lift motor was not working properly and the service tech replaced the hi-lo actuator. No pt involvement or adverse consequences are reported.